Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The hmii IFU lists several types of organ failure (including respiratory failure, right heart failure, renal failure, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 years 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2019 due multi-system organ failure. Per vad coordinator, the patient was found deceased at home by his spouse. The device operated as expected. No further information was reported.